Event description:
It was initially reported that the pt began to experience a dramatic increase in seizures after the pt's previous appt. It was indicated in the physician's clinic notes that the pt's settings were supposed to be much higher than what was noted. It appears that there was an interruption in the diagnostic test performed at the previous appt. There was no final interrogation of the device performed prior to the pt leaving the office. Diagnostics were performed, which were within normal limits with an eri-flag present. The pt's settings were attempted to be corrected, but she had a cough.